Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room (ER) due to hyperglycemia on (B)(6) 2025. The blood glucose level was 450 mg/dl and the patient was treated with intravenous fluids and insulin drip. Length of hospitalization was less than 24 hours. The patient also reports symptoms like nausea. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.